Event description:
Customer reported via phone call that insulin pump "squirted" insulin during priming and piston was not making contact with reservoir. Customer's blood glucose was 448 mg/dl. Customer also reported that two days worth of insulin was delivered at one time into her body. Customer states she will call back after controlling blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.